Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer (tumor 9.2 x 5.4cm) in (B)(6) 2022. The patient required removal of the tumor from right kidney on (B)(6) 2022. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer (tumor 9.2 x 5.4cm) in (B)(6) 2022. The patient required removal of the tumor from right kidney on (B)(6) 2022. New information: the manufacturer received additional information from the patient of the philips CPAP device. The patient reports they have used the device every night since 2014, and on (B)(6) 2022, the user's urine turned black. The patient alleges being admitted in an emergency room at (B)(6) hospital in (B)(6). The patient alleges receiving bloodwork and x-rays on (B)(6) 2022, ultrasounds on (B)(6) 2023, CT scans on (B)(6) 2022, and a cystoscopy of their bladder on (B)(6) 2022. They patient alleges other visits with an md. The patient alleges that the urologist, dr. (B)(6) diagnosed them with stage iii or stage IV kidney cancer. The patient alleges this led to a complete right side nephrectomy on (B)(6) 2022. The patient alleges pain that led to lack of sleep on their right side prior to the surgery. The patient alleges they will continue treatment with a doctor, including three months of routine bloodwork, six month routine CT scans, and a yearly visit to the doctor. The patient reports never smoking, ingesting drugs, or drinking coffee or tea, and reports maintaining an active lifestyle several days per week. The patient alleges having a schwannoma removed from their lumbar spine in 2016. The patient reports otherwise feeling healthy. The patient reports stopping use of the philips CPAP device in (B)(6) 2022. The patient alleges using only soap and distilled water to clean the machine.